Manufacturer narrative:
Film review summary: the cause of the unknown type endoleak reported at implant could not be determined from the pre-implant films provided. Images during and post-implant were not available, and the stent graft in-vivo configuration and reported endoleak could not be assessed. Pre-implant films noted that the proximal neck was conical shaped ranging from ~20 ¿ 24mm in diameter, and the neck was essentially straight, non-calcified, and contained slight thrombus. It is possible that the reported endoleak was a proximal type I; however, analysis of the returned films did not reveal any pre-implant anatomical characteristics that could explain the reported event. An acute type iii fabric endoleak would be less likely, as a type IV endoleak due to fabric porosity would have been more likely to have occurred. The films returned were 8 months prior to implant which did not allow for a current assessment of the pre-implant anatomy. Therefore it is possible that the patient¿s anatomy may have changed/degraded during the 8-month interval prior of implant. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type I endoleak was observed in the final angiogram. The physician attempted to treat the event by inflating the balloon several times, however, the event was not resolved. The physician stated that there could be a type iii fabric, endoleak in the graft. The physician implanted an endurant 32 x 49 proximal cuff to overlap the bifurcated hood on the stent graft. After ballooning, the angiogram showed that the unknown endoleak was resolved. Per the physician the cause of the event is related to the device. No additional clinical sequelae were reported and the patient is fine.